Event description:
Additional information received that this product was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts to obtain additional information but was unsuccessful. All available information suggests that the product remains implanted.

Manufacturer narrative:
--

Event description:
Additional information received that this cardiac resynchronization therapy defibrillator (crt-d) was used as a temporary ventricular pacemaker until a new system was implanted several days later. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.